Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation the user's report was confirmed. No image was present during testing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus 4k camera head was not producing an image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Event description:
Additional information was received noting that this was discovered during preparation for a therapeutic laparoscopic gastrectomy. According to the initial reporter, the procedure was completed using another device without any delays.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, it is likely that the communication failure occurred due to the failure of the cable, and the scope communication error (e224) occurred. The cause of the cable failure could not be identified. The event can be prevented by following the contents of the instructions for use at the time of the product release which states: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.